Event description:
The customer observed a falsely elevated architect free t4 result for one patient. The sample was retested at a reference lab with lower results. The following data was provided: sid (B)(6), architect result = 21 and repeat = 50 pmol/l. Reference lab (john radclife) = 16 pmol/l. Approximate reference range = 9-19.1 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaint did identify an increase in complaints for lot 63114ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 63114ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 63114ud00.

Event description:
The customer observed a falsely elevated architect free t4 result for one patient. The sample was retested at a reference lab with lower results. The following data was provided: sid (B)(6) architect result = 21 and repeat = 50 pmol/l. Reference lab((B)(6)) = 16 pmol/l. Approximate reference range = 9-19.1 pmol/l no impact to patient management was reported.